Manufacturer narrative:
If implanted, give date: not applicable as the lens was inserted and removed. If explanted, give date: not applicable as the lens was inserted and removed. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that following implant of a model pcb00 17.0 diopter intraocular lens (iol), a central optic defect was observed. Through follow-up, it was learned that the lens was removed and replaced during the initial surgery. Incision enlargement was required and patient suffered corneal edema but was spontaneously absorbed. No further information was provided.

Manufacturer narrative:
Through follow-up it was learned that the lens was creased in the central optic part, on the whole thickness, pyramid shape. Furthermore, it was learned that the was a 25 minute delay in procedure. Patient information: visual acuity pre-operative: 5/10e. Visual acuity post-operative: 10/10e p 2+2,75 d'' addition (one month post-op). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.